Manufacturer narrative:
(B)(4). Concomitant medical devices: item# 110010243 / item name g7 osseoti 3 hole shell 50mm d 0mm d / lot# 6833659; item# 00877503601 / item name bioloxâ® delta, ceramic femoral head, s, ã¸ 36/-3.5, taper 12/14 / lot# 3031183; item# 0100561317 / item name wagner cone prosthesisâ®, 135â°, uncemented, ã¸ 17, taper 12/14 / lot# 3017160. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported a study patient underwent a right tha. Subsequently, the patient experienced surgical site wound dehiscence, drainage, was diagnosed with deep infection, and had phase 1 device removal, I&d, resection, and antibiotic spacer placement 2 months later. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: b3; d6.b explant date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected; updated: g3; h2; h3; h6. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made.  A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing.  The expression 'wound concerns' or 'non-healing wound' would imply that the appearance of the wound deviates from what a surgical wound should appear as. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed.  This deviation signifies an alteration in the wound healing process. The reported event of deep infection <90 days occurred post implantation. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.